Event description:
There was a report of a high blood glucose level displayed as "high" on the cgm, although the specific value was unknown. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump, and tandem technical support advised inspecting the infusion site and connections. The customer was instructed to replace the supplies as needed and consult with a healthcare professional to discuss any factors affecting blood glucose levels.